Manufacturer narrative:
Initial 1 of 5. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced infusion set detachment event on 02 feb 2026, as the patient stated that infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. The blood glucose level was high, and the patient was treated with correction injection via mdi (multiple daily injections).